Event description:
A dentist has a no pain with led, which gets so hot that it "burns/melts" through the rubber glove and on the pts cheek.

Manufacturer narrative:
We suppose that the en-060/a handpiece is defective. This could be related to a wrong reprocessing process at the user, however, we need to assess it to confirm this hypothesis. We did not know the serial number of this handpiece, but it was replaced the (B)(6) by our after sale svc. Despite two reminders the 09th and the 20th february, we have not rec'd any add'l info for the time being.